Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot #73f1700314 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse found the bosses of one clip was cracked.

Event description:
It was reported that the nurse found the bosses of one clip was cracked.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot #73f1700314 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events. The customer returned 1 loose clip from unit 544250 hemolok xl clips 6/cart 84/box for investigation. No cartridge was returned. The loose clip had one of its pierced bosses sheared off. The returned clip was reviewed with r & d engineers. According to r & d, the damage to the clip appears to have been caused by the clip getting caught on something. This does not appear to be a manufacturing issue. The clip applier was not returned. (B)(4). The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the other remarks: inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "cracked" was confirmed based upon the sample received. The clip cartridge was not returned, but one loose clip was returned. The loose clip had one of its pierced bosses sheared off. The returned clip was reviewed with r & d engineers. According to r & d, the damage to the clip appears to have been caused by the clip getting caught on something. This does not appear to be a manufacturing issue. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.